Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b3, d6b. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d6, h4: the information provided regarding the manufacturing date and implantation date are identified to be conflicting. Continued follow-up is being conducted and any additional information received will be reported.

Event description:
It was reported that the patient presented with hip pain and audible squeaking on movement postoperatively after a total hip replacement. Imaging showed eccentric femoral head position within the shell: suspicious for polyethylene liner wear or dissociation. There was no trauma. Stem appears well fixed. Revision was performed.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary patient presented with hip pain and audible squeaking on movement. Imaging shows eccentric femoral head position within the shell ¿ suspicious for polyethylene liner wear or dissociation. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (B)(4) image 1, 2, 3 4, 5 and 6). The photo investigation revealed that the altrx neut 32idx50od has a portion of the rim fractured in 2 pieces. Where the anti-rotation device (ard) tabs are located. Based on the observed damage to the product and the observed condition of the head, it is possible to conclude a disassociation. However, no evidence of a possible audible sound with the poly liner and another device occurred. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence device failure. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device product code 122132050 lot number m33y99, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device product code 122132050 lot number m33y99, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device product code 122132050 lot number m33y99, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " patient presented with hip pain and audible squeaking on movement. Imaging shows eccentric femoral head position within the shell ¿ suspicious for polyethylene liner wear or dissociation. No trauma. Stem appears well fixed. Revision is planned. Will return any retrieved components if indicated." The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did found that the altrx neut 32idx50od shows signs of fracture. In addition the rim of the altrx neut 32idx50od has 5 of the 6 anti-rotation device (ard) tabs fractured. The altrx neut 32idx50od appeared to have been edge loaded as well, causing eccentric deformation in the rim of the device and contributing to the failure of the anti-rotation devices (ards). Based on the observed conditions of the altrx neut 32idx50od the ceramic head and the cup it is reasonable to conclude that a disassociation event occurred. The fractured fragments were not returned for evaluation. However, there is no evidence of a possible audible sound with the poly liner and another device occurred. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product code 122132050 lot number m33y99, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 122132050 lot number m33y99, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 121722050 lot number 9477187, and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: h3.